Manufacturer narrative:
Concomitant products: dtba1q1 device, implanted: (B)(6) 2017.

Event description:
It was reported that following a routine device replacement, the patient was feeling "rotten" and it was noted there was no left ventricular (lv) lead capture. An x-ray indicated the lv lead showed dislodgement and had pulled back into the main coronary sinus. Repositioning was attempted, however, it was found the lv lead had fibrosed into the superior vena cava (svc) coil of the defibrillation lead. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.